Event description:
It was reported that when using the bd pyxis¿ medbank tower aux had verification approved but medication not issued. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system customer verify was approved but has not been issued the medication. A technical support specialist reviewed medbank myqlink and found that the medication had not been approved. The customer was dissatisfied as the patient was in pain. The customer was contacted, and the issue was escalated to verify the prescription. The customer reviewed and approved it. The customer was informed that the medication could be issued. The system functioned as intended after the technical support specialist troubleshot the device.